Manufacturer narrative:
(B)(4). Date sent 5/5/2025. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(4) study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: surgical procedure performed sigmoidectomy. Serious adverse event term: anastomotic leakage. Description of the event: the patient was rea-mitted for an anastomotic leak and received endoscopies with endo-vac therapy. Is there a reasonable possibility of relatedness to performed surgical procedure: yes. Relatedness to surgical equipment used no. Relatedness to study test product: pi digital surgical workflow (ddbt checklist) no. Relation to study test product: device briefing tool (ddbt checklist) no. Sae seriousness criteria in- patient hospitalization or prolongation of existing hospitalization: patient was hospitalized on: (B)(6) 2024. Patient was discharged on: (B)(6) 2024. Medical or surgical intervention to prevent life-treating illness or injury or permanent impairment to a body structure or a body function. Sae intensity moderate sae start date: sae end date: patient outcome: recovered (B)(6) 2024. Action taken: medical therapy/procedure.